Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported his insulin pump has had excessive no delivery alarms over the past few days. Customer stated she is a brittle diabetic and needs the insulin pump. Customer's blood glucose is 286 mg/dl. Customer was able to push insulin through slowly with a plunger. Insulin exited during a manual prime. Customer called back two days later complaining of the same no delivery issues. He was advised of the possible causes of no delivery alarms. Different infusion sets and cannula lengths were sent for customer to sample. Nothing further reported.